Event description:
It was reported that during a partial right knee replacement surgery, it was observed that the ¿two smaller gray clips on the end of the irrigation clips are too tiny¿ to secure on the attachment device. As a result, there was a five minute delay to the surgical procedure. According to the report, a spare device was available but was not used. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
A representative device was returned for evaluation. (B)(4) evaluated the device. A dimensional assessment revealed that the device did not meet the specifications for the part number. Therefore, the reported condition was confirmed. It was determined that the incorrect part number was used to build the device. Therefore, the assignable root cause was determined to be manufacturing/ process error. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.